Event description:
The complainant reported that in late 2007 a polaris loop ureteral stent was implanted during a flexible ureteroscopy. During a post procedure routine x-ray in 2008, it was noted that the stent had migrated into the "uretra" (urethra) and that the stent would be removed the following week. The pt was reported as stable. Follow up info indicates that the stent was removed three weeks later, and the pt is doing well.

Manufacturer narrative:
The complainant indicated that the device will not be returned, therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A review of the device history record (DHR) and lot history was not performed due to the lot number not being provided. The december 2007 polaris loop product family complaint trend report, specific to this failure mode was reviewed; no unfavorable trend was noted.